Event description:
I have been a contact lens wearer for over 10 years. I never had a problem with contacts. I take them out at night and wash them properly. Also, I dispose of them according the MFR's suggestion. I switched to acuvue oasys brand. I wore them for a few months, and then began to notice severe changes in my vision. I visited the optometrist first, who noticed that I had scratches all over both corneas as well as an infection. I was referred to a corneal specialist. I had to take antibiotics as well as steroids to help my eyes. Over a period of 3 months, I have visited the dr many times. My eyes gradually improved. I had to have punctal plugs inserted in both eyes because my eyes are damaged. If I had not had the plugs inserted, I would have had permanent corneal damage. Additionally, I must use restasis eye drops two times daily for the rest of my life. I have been told I can never use contacts again. This is a major problem for me because I am a dental student, and I have great difficulty wearing glasses during intense dental procedures that involve magnification great difficulty wearing glasses during intense dental procedures that involve magnification glasses. Also, I cannot afford lasik at this time, but this is the only option I have. Dates of use: 2007. Diagnosis or reason for use: correction of myopia.